Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the fluoroscopy shots show a slight merge shift was detected in the ap image for l5. Additionally, the l5-r screw in the sagittal view was planned on a possible skive zone. With the slight merge shift, the l5-r screw could have fallen inferior into this skive zone resulting in the reported "low" placement of this screw. Overall, pre-operative merge shifts can lead to navigation integrity issues and the misplacement of screws. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.